Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or around (B)(6) 2025 at approximately 8:20 pm, the patient¿s daughter found the patient unresponsive after an apparent loss of consciousness. The patient¿s last known cgm reading prior to the event was 140 mg/dl. At the time of the incident, the patient was wearing an omnipod insulin pump. No bg meter reading was obtained prior to ems arrival. The patient¿s daughter and husband attempted to administer oral sugar; however, the patient was unable to consume it due to unresponsiveness. Emergency medical services (ems) were contacted. Upon arrival, ems obtained a fingerstick bg meter reading of 9 mg/dl while the cgm reading displayed 120 mg/dl. Ems administered intravenous glucose, after which the patient regained consciousness. The patient was observed by ems for an unspecified duration. Once alert, the patient was able to eat. Ems departed after the patient reported feeling ¿fine¿ and a follow-up bg meter reading was 110 mg/dl. The patient¿s daughter assisted with calibrating the cgm device. At the time of this report, the patient was reported to be ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The paramedics checked the patient's blood glucose and it was reported to fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.